Event description:
It was reported that while stimulation was turned on and off, the following occurred. The patient had been sick for 16 months. The stimulation created more pain and nausea than what they were already suffering from. The patient turned stimulation off in (B)(6) 2015 but their issues were still occurring. The healthcare provider (hcp) through it was gi problem. The hcp¿s were narrowing down their issues to be related to the stimulator as being the cause for their issue. The hcp referred the patient to another hcp for another opinion but the patient could not see them until (B)(6) 2015. The patient reported their body was deteriorating every day and the patient was afraid of what they would be like by their next hcp appointment in (B)(6). The manufacturer representative (rep) had tried to program the patient several times and it would work for a little while and then it would stop working. The patient was not happy with the manufacturer and had problems for over 16 months. The patient was never informed that the stimulator could not be taken out; they wanted it out. The hcp couldn¿t see the patient until the end of august. The patient lost over 70 pounds because of throwing up every day. When the stimulator was on, it made the vomiting worse. The patient was very respectful and nice but frustrated with the pain they were in and the lack of answers. The event cause was not determined and not device related. Reprogramming was not needed. No troubleshooting or other actions were taken to resolve the event. The patient did not experience a loss of stimulation or a loss of therapeutic effect. It was unknown how the patient was.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).